Event description:
The customer reported approximately 1/4 milliliter of blood fluid leaked on the counter during patient sample analysis involving the coulter act diff 12 analyzer. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed diluent leaked from the probe wash collar and clog in the vacuum line causing the fluid leak. The fse also observed low hemoglobin count 2,800 with 255 gain. The fse resolved the issues by replacing the wash collar and the hemoglobin lamp. The fse performed quality control (qc) and blank test with no evidence of fluid leaks. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).